Manufacturer narrative:
Damage was noted at 15.3-16.7cm from the connector pin, consistent with clavicle crush damage. The outer coil was fractured at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that the lead was extracted and replaced due to clavicular crush. An alert was received showing out of range lead impedance which was confirmed when the patient was brought in clinic. Noise was also observed with movement on the lead. Lead was extracted and replaced. Patient was in good condition post-procedure and will be followed up normally.